Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician reported that an internal dialyzer blood leak occurred immediately at the onset of a patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and new supplies, then another internal dialyzer blood leak occurred immediately at the onset of the patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility¿s biomedical technician reported that an internal dialyzer blood leak occurred immediately at the onset of a patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and new supplies, then another internal dialyzer blood leak occurred immediately at the onset of the patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, no damage, or irregularities were identified. The sample was subjected to a laboratory bubble point test and no leaks were discovered. The dialyzer was then subjected to destructive disassembly for further visual examination. No damage or irregularities were identified on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was not able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.